Manufacturer narrative:
Correction to e1: initial reporter phone no. Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two (02) photographs of the sample were provided for evaluation. A visual inspection of the photographs observed a cut at the tube. The reported condition was verified. The cause of the condition was determined to be a damage caused by the packaging machines. The set was incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machine blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets had cuts or slices that resulted in leakage. This occurred during priming. There was no patient involvement. No additional information is available.